Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2025, targeting the middle cerebral artery, the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 9444794) was impeded in the y-connector and could not be pushed into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x). It was noted that the stent component was detached from the delivery wire in the y-connector. The physician removed the y-connector and the stent and replaced the stent with another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) to compete the procedure without any negative impact to the patient and without any delay in the procedure. On 12-jun-2025, additional information was received. The information confirmed that the target vessel of the endovascular embolization procedure was the middle cerebral artery. The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). Aside from the stent being prematurely detached, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800). The information confirmed that the procedure was successfully completed without any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9444794. The history record indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent was already detached from the delivery system. Multiple kinks were found on the proximal positioning coil of the delivery wire. Microscopic inspection was performed. One strut was found bent. No other damages were found on the stent. The concentric loops of the proximal positioning coil were separated from the core wire. However, the distal end of the delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. Although in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer, the issue reported regarding the stent being impeded is confirmed based on the damages found on the distal end of the delivery wire and stent. It is suggested that excessive force could have been inadvertently applied during the attempts to advance the stent through the microcatheter's hub, resulting in the kinks and damages of the delivery wire and damaged and detached condition of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9444794. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.